Event description:
Home pt (hp) reports leak in cassette of homechoice set. Leak noted after receiving alarm during treatment on homechoice device. Hp ended treatment and reset up with new supplies as instructed by baxter tech. No pt injury or medical intervention required per hp. Swap device received by hp.